Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that the involved right ventricular lead was programmed to unipolar for pacing and sensing due to a low rate with current settings at 5 volts at 1 millisecond and a threshold of 1.5 volts at 0.4 milliseconds. The boston scientific technical services consultant discussed the device advisory, the replacement window, recommending monitoring the non-pacing dependent patient and evaluating right ventricular lead configurations, including split polarity and programmed output, following a lead safety switch event.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that the involved right ventricular lead was programmed to unipolar for pacing and sensing due to a low rate with current settings at 5 volts at 1 millisecond and a threshold of 1.5 volts at 0.4 milliseconds. The boston scientific technical services consultant discussed the device advisory, the replacement window, recommending monitoring the non-pacing dependent patient and evaluating right ventricular lead configurations, including split polarity and programmed output, following a lead safety switch event. This pacemaker was explanted, replaced with a different model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.